Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) (his bundle) lead exhibited dislodgement, no capture and sensing of atrial signals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.